Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, it was reported that the patient¿s cgm mobile app did not alert at the pre-set low threshold of 100 mg/dl. The cgm did not alert the patient until the cgm value had already dropped to 60 mg/dl, which delayed treatment. The patient attempted to get a snack but before he could take any treatment, the patient collapsed and had a seizure. Ems was called and the patient was transported to the ER. No other patient or event information was provided, including any bg meter values, treatment details, or how long the patient was in the ER prior to discharge. Attempts to reach the reporter for further event details were unsuccessful. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.